Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with loss of capture. Impedance and threshold measurements were acceptable in unipolar configuration. No adverse patient effects were reported.